Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down during use and would get stuck in a boot loop. The customer is requesting a repair with a loaner. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that the central nurse's station (cns) shut down during use and would get stuck in a boot loop.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, bme dan at scl health system reported the cns-6801a (pu-681ra sn: 351) had shut down and was stuck in a boot loop. The unit then recovered and returned to normal operation. There were no hdd errors reported. The unit was running without issue at the time of report. Investigation summary: as evaluation of the unit at nka was unable to reproduce the reported issue, the root cause is not known. Potential contributing factors include those which cannot be troubleshot within the nka test environment, such as device set up/supporting accessories or network environment within the user facility. The following field contains no information (ni), as attempts to obtain information were made, but not provided. D11 & c2: concomitant medical devices. Additional information: f6. Date user facility/importer became aware of the event

Event description:
The customer reported that the central nurse's station (cns) shut down during use and would get stuck in a boot loop.